Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Both seals were not in tact. Top case was cracked by power button(side) and right case (cracked). No apparent contamination. Invalid syringe size was found in the history log. The technician performed syringe test and check the calibration verification on both slugs. The technician was unable to duplicate the invalid syringe size at syringe test, but the reading of slugs were slightly out of the reading specification. Small slug the reading is 0.238 (0.248-0.264) the reading of the large slug was 1.244 (1.256-1.272). The root cause of the intermittent invalid syringe size error was found to be the loose barrel clamp head screw. The loose barrel clamp head screw was likely caused by normal wear given the pump was over 8 years old. Replaced barrel clamp head screw and replaced tapered spring for preventive measure. Performed syringe test and all functional tests which passed.

Event description:
It was reported that the device needs maintenance, feeding cuts off, and stating wrong syringe. No patient injury was reported.